Event description:
It was reported that at a follow-up appointment, this right atrial (ra) lead exhibited oversensing of noise, loss of capture, high threshold measurements, and high out of range pacing impedance measurements of greater than 3000 ohms. An x-ray performed showed the ra lead had fractured. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported. The ra lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that at a follow-up appointment, this right atrial (ra) lead exhibited oversensing of noise, loss of capture, high threshold measurements, and high out of range pacing impedance measurements of greater than 3000 ohms. An x-ray performed showed the ra lead had fractured. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 29 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.